Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. A27186, 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morphea in 2012 and fibromyalgia in 2012. Previously administered products included for birth control: mirena from 2007 to 2010. Concurrent conditions included body mass index normal. Concomitant products included aripiprazole (abilify) from 15-sep-2015 to 15-oct-2015, duloxetine from 25-jul-2014 to 25-aug-2014, famotidine from 15-sep-2014 to 15-oct-2014, meloxicam from 14-feb-2015 to 14-mar-2015, pimecrolimus since 1-may-2017 and tramadol since 1-jan-2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding (abnormal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and urinary tract infection ("uti"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), abdominal pain lower ("lower abdominal pain") and infection ("infection "). The patient was treated with antibiotic simplex and surgery (in (B)(6) 2016, she underwent a surgical procedure / hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, alopecia, dysgeusia, feeling abnormal, menorrhagia and weight increased outcome was unknown and the dyspareunia, dysmenorrhoea, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 4. She tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pregnancy test - on (B)(6) 2012: negative . Transvaginal ultrasound was performed to confirm the essure placement. Most recent follow-up information incorporated above includes: on 21-jun-2018: p.fs. Received:lot number added. Patient and reporter information are added. Lab data added. Event infection added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. A27186, 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2007 to 2010. Concurrent conditions included body mass index normal, morphea since 2012 and fibromyalgia since 2012. Concomitant products included aripiprazole (abilify) from (B)(6) 2015 to (B)(6) 2015, duloxetine from (B)(6) 2014 to (B)(6) 2014, famotidine from (B)(6) 2014 to (B)(6) 2014, meloxicam from (B)(6) 2015 to (B)(6) 2015, pimecrolimus since (B)(6) 2017 and tramadol since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding (abnormal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and urinary tract infection ("uti"). In 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), abdominal pain lower ("lower abdominal pain") and infection ("infection"). The patient was treated with colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex) and surgery (in (B)(6) 2016, she underwent a surgical procedure / hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, urinary tract infection, abdominal pain lower and infection had resolved and the abdominal pain, vaginal haemorrhage, alopecia, dysgeusia, feeling abnormal, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 4. She tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pregnancy test - on (B)(6) 2012: results: negative. Ultrasound scan vagina - in 2012: total bilateral occlusion. Transvaginal ultrasound was performed to confirm the essure placement. Lot number: 959211 manufacture date: 2012-03 expiration date: 2015-03. Lot number: a27186 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: plaintiff fact sheet received. Reporter information updated. Lab data updated. Outcome of event chronic pelvic pain / pain and infection nos updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morphea in 2012 and fibromyalgia in 2012. Previously administered products included for birth control: mirena from 2007 to 2010. Concurrent conditions included body mass index normal. Concomitant products included aripiprazole (abilify) from (B)(6) 2015, duloxetine from (B)(6) 2014, famotidine from (B)(6) 2014 to (B)(6) 2014, meloxicam from (B)(6) 2015, pimecrolimus since (B)(6) 2017 and tramadol since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding (abnormal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and urinary tract infection ("uti"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotic simplex and surgery (in (B)(6) 2016, she underwent a surgical procedure / hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, alopecia, dysgeusia, feeling abnormal, menorrhagia and weight increased outcome was unknown and the dyspareunia, dysmenorrhoea, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Transvaginal ultrasound was performed to confirm the essure placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding ( menorrhagia), uti, weight gain, lower abdominal pain" were added. Lot number was added. Historical and concomitant conditions and medication were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. A27186, 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morphea in 2012 and fibromyalgia in 2012. Previously administered products included for birth control: mirena from 2007 to 2010. Concurrent conditions included body mass index normal. Concomitant products included aripiprazole (abilify) from (B)(6) 2015 to (B)(6) 2015, duloxetine from (B)(6) 2014 to (B)(6) 2014, famotidine from (B)(6) 2014 to (B)(6) 2014, meloxicam from (B)(6) 2015 to (B)(6) 2015, pimecrolimus since (B)(6) 2017 and tramadol since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding (abnormal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and urinary tract infection ("uti"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), abdominal pain lower ("lower abdominal pain") and infection ("infection"). The patient was treated with antibiotic simplex and surgery (in (B)(6) 2016, she underwent a surgical procedure / hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, alopecia, dysgeusia, feeling abnormal, menorrhagia and weight increased outcome was unknown and the dyspareunia, dysmenorrhoea, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 4. She tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Transvaginal ultrasound was performed to confirm the essure placement. Lot number: 959211 manufacture date: 2012-03 expiration date: 2015-03. Lot number: a27186 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth") and feeling abnormal ("brain fog"). The patient was treated with surgery (in (B)(6) 2016, she underwent a surgical procedure to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, alopecia, dysgeusia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.